Manufacturer narrative:
No sample was returned for evaluation. Therefore, the complaint of leakage could not be confirmed by the investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review found no non-conformances that would have contributed to the reported complaint.

Event description:
It was reported that the cassette exhibited a leakage as a result of a punctured cassette bag. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.